Event description:
Information received with return of the explanted device notes noise and false sensing. "A possible lead failure 4 and 8 cm from tip not discovered at the test, but when looking at and printing out the stored iegm's." The patient was recovering and his condition was good.